Event description:
Notified by dr. M on aug. 6, 2024 that a patient became infected and the implants had to be removed and were replaced by a fusion nail device. Originally implanted on (B)(6) 2022. Fusion nail procedure completed on (B)(6) 2023.